Manufacturer narrative:
(B)(4). Concomitant product - m2a magnum pf cup, part# us157852 lot# 363040; m2a magnum 42-50mm taper, part# 139252 lot# 011900; m2a magnum modular head size 4, part# 157446 lot# 902760; integral/x lateral porous stem, part# x11-170310 lot# 815940. The reported event was not confirmed. Visual and dimensional evaluations could not be performed, as device was not returned. Review of the device history record (DHR) found no discrepancies relevant to the reported event. A definitive root cause for the reported event could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR events were submitted for this event. Please see associated reports: 0001825034 -2015 -03659 and 0001825034 -2017 -07054.

Event description:
It was reported that the patient was revised due to pain approximately eight (8) years post-implantation of a total hip arthroplasty. The head, taper, and cup were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. Review of operative notes provided from the revision surgery note soft tissue and heterotopic bone that was removed from the acetabulum causing the head, cup and taper insert to be replaced. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to pain approximately eight (8) years post-implantation of a total hip arthroplasty. During the surgery soft tissue and heterotopic bone was removed along with removal and replacement of the head, taper, and cup.